Manufacturer narrative:
D4, g4: product identifiers are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a patient having c3-7 anterior cervical discectomy and fusion due to myelopathy. It was reported that surgeon was performing an elective c3-7 anterior cervical discectomy and fusion. Surgeon was fixating final two screws at c3 level and discovered the 85mm cervical plate locking cap was missing. There was not another plate of that size available. Surgeon swapped two of the 4.0x17mm fixed screws with 4.5x17mm fixed screws to secure plate. It was later learned postoperatively that at the same level, one or two of the screws are no longer in the same position as they were intraoperatively as they backed out. Because of this circumstance, patient will have a c3-7 posterior cervical fusion and possible removal of anterior plate to mitigate the situation. There was no patient symptoms reported. There were no further complications reported regarding the event. (B)(6) 2026, update received(hcp): patient has consented for a posterior approach procedure and possible revision of anterior plate on (B)(6) 2026. Patient had a c3-7 posterior cervical fusion on(B)(6) 2026. (B)(6) 2026, update received(hcp): the patient was re-operated on (B)(6) 2026 and underwent a posterior cervical fusion from c3¿7, which was completed without intraoperative issues. The revision surgery was performed to stabilize the anterior construct after the anterior screws at c3 were reported to have migrated out. The reported anterior cervical plate was not revised or removed (not explanted), as the surgeon decided intraoperatively not to revise the anterior plate based on the current placement of the anterior c3 screws. (B)(6) 2026, update received(hcp): patient is doing well following the posterior procedure on (B)(6) 2026. Two c3 screws migrated out of position.